Event description:
Customer reported device has been reading 10 points higher over the last 20 days. Device=282 mg/dl at 10 am. Customer went to hosp. Customer's device =308 mg/dl and hosp device =80 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.